Manufacturer narrative:
Other applicable components are: product ID: 37791, product type: recharger.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient stated that for the past week the recharger showed the 376 error code. The patient reported that they lay on the recharger when they charge. The patient stated that their stimulator stopped working because they were unable to recharger due to the antenna issue. They were in pain since (B)(6) 2016 because they were unable to charge. The patient called back on (B)(6) 2016 and reported that their recharger was frozen. The screen was black and it was beeping. A reset was performed and resolved the issues. The patient reported that they still had back pain, but they were happy with their device and it helped a lot. Their back pain had been occurring for the last 3 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.